Manufacturer narrative:
(B)(4).

Event description:
It was reported that 5 years ago they switched vials at a routine refill. About 36 hours post refill, the patient felt "heavy"; she had a slow heart rate and slow respirations; she felt "over-drugged", absolutely no pain, a feeling of moving in slow motion. She talked to her husband before she fell asleep and said ¿if she passed away during her sleep to let him know that she was in no pain, comfortable¿. She woke up the next morning stumbling around. She called her hcp (healthcare provider) the next morning. They investigated and determined that the pharmacy had switched vials and the patient was given the wrong medication. She was given 4 medications instead of the 3 that she normally received; she was overmedicated. The pump was ¿washed out¿ and then refilled with the correct medication. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was later reported that the medication the patient should have received was fentanyl, hydromorphone and bupivacaine but instead the patient received fentanyl, hydromorphone, bupivacaine and clonidine. The patient began to feel sleepy about 36 hours after the fill in the evening before going to bed. The patient was so drowsy that she was concerned that she would not wake up. The following morning the patient could barely walk or keep her balance. The patient called the healthcare provider (hcp) who investigated and determined that the pharmacy had put the wrong labels on the wrong medications and the patient was given another patient¿s medications which were of higher concentration than what she had normally been prescribed. The patient presented to the office that morning, the pump was emptied and then filled with the correct medication. The hcp decided to start to add in clonidine to the medication after the incident since the patient had better pain control.